Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned three photo sample noted one opened (with original packaging), lubrisil folet tray kit. Visual inspection of the first photo sample noted the clinical report sheet completed in foreign language. The second photo shows the sideview of the product shipping box with label. The third photo shows the front view of the product shipping box with shipping label. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive due to the inadequate sample condition. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that following insertion of the foley catheter the balloon was filled with 10ml water as provided in catheter pack, then retracting the catheter tube to sit in the bladder correctly the balloon popped and the catheter subsequently came out. A second catheter pack was opened for insertion reference and lot numbers matching above in the second pack the 10 ml syringe intended for filling the catheter balloon only had 3ml of water in it and external equipment was required to complete insertion. Per follow up information received via rcc on 21jan2026, stated that the urinary catheter was inserted and the patient found this uncomfortable and an unpleasant experience. On filling the balloon with 10 ml it burst. This meant that the catheter had to be removed and another inserted. Then proceeded to open another of the catheter pack to find that the 10ml filling syringe only had 3ml within it and therefore had to obtain additional equipment prior to catheterization delaying the procedure. There was no significant harm other than the patient having to undergo the procedure of insertion twice and the faulty device was left labelled in the sluice of review. The lot numbers and ref number and exp date was recorded on the original datex.

Event description:
It was reported that following insertion of the foley catheter the balloon was filled with 10ml water as provided in catheter pack, then retracting the catheter tube to sit in the bladder correctly the balloon popped and the catheter subsequently came out. A second catheter pack was opened for insertion reference and lot numbers matching above in the second pack the 10 ml syringe intended for filling the catheter balloon only had 3ml of water in it and external equipment was required to complete insertion. Per follow up information received via rcc on 21jan2026, stated that the urinary catheter was inserted and the patient found this uncomfortable and an unpleasant experience. On filling the balloon with 10 ml it burst. This meant that the catheter had to be removed and another inserted. Then proceeded to open another of the catheter pack to find that the 10ml filling syringe only had 3ml within it and therefore had to obtain additional equipment prior to catheterization delaying the procedure. There was no significant harm other than the patient having to undergo the procedure of insertion twice and the faulty device was left labelled in the sluice of review. The lot numbers and ref number and exp date was recorded on the original datex.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.